Event description:
Reportedly, the subject ICD involved in the reported complaint and the ICD lead were explanted after approximately one year and five months because the lead was fractured. The patient received approximately 50 inappropriate shocks. The subject ICD will be returned for analysis.

Event description:
Reportedly, the subject ICD involved in the reported complaint and the ICD lead were explanted after approximately one year and five months because the lead was fractured. The patient received approximately 50 inappropriate shocks. The subject ICD will be returned for analysis.